Manufacturer narrative:
(B)(4). D10: cat# 650-1157 lot# 3239775 delta cer fem hd 28/+3mm t1. Cat# 110031011 lot# 67087540 28mm i.d. 42mm o.d. Size e bearing. G2: foreign ¿ event occurred in australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four months post-implantation, the patient underwent a right hip revision due to a broken femoral head. The patient had a jarring misstep and caught their weight on the right side. One week later, they heard a pop and fell to the ground, the implant was broken. The liner, bearing, and head were revised. Attempts have been made and no further information has been provided.